Event description:
It was reported that an ilet pump displayed ¿unable to proceed¿ during the fill tubing step after a restart and dry run, with the error recurring at (B)(4) units, and a replacement was arranged due to suspected occlusion or pump malfunction with loss of water resistance. Symptoms included no reported changes in blood glucose. Outcomes included product replacement and user education to back up therapy and sync data to the mobile app before shutdown. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of devicemalfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.